Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the leads in the epidural space were removed. The proximal part of the leads remained in the patient and the battery was not removed. The patient complained of headache. A blood patch was performed in the location of the entry of the leads. The patient continued to have headaches and had a revealing extravasation of contrast media into the central epidural space at t9-t10, t12-l1, l1-l2, l2-l3, and transformational regions at t11-t12. The patient continued to have headaches, so the healthcare provider (hcp) removed the leads. The patient was to go back to the radiologist and see if another blood patch was needed.

Event description:
Additional information received reported that the patient had "eight holes" in his spinal column from the spinal cord stimulation surgery. It was stated that the patient had ten blood patches to solve the cerebral spinal fluid (csf) leakage that resulted from the holes. It was stated that the blood patches did not work one month ago. It was stated the health care provider (hcp) snipped the leads, capped them, and reprogrammed the device. It was stated that the patient was not using his implantable neurostimulator (ins) therapy. It was stated that the patient's "rsd had gotten so bad without stimulation that he could not use his ankle". It was stated that the patient was scheduled for a caudal injection tomorrow.

Manufacturer narrative:
(B)(4). Analysis of the leads (serial #'s: (B)(4)) found that they had been segmented or cut through.

Event description:
It was reported that the patient's health care provider (hcp) "nicked the patient's spinal sack" when they implanted the implantable neurostimulator (ins). It was stated that the patient had not been able to use the therapy since. It was reported that the reporter thought the ins was "dead" since they had not been able to do anything with it since the ins was implanted. It was reported that the patient was going to the hcp to have the "leak patched" the following week. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 3550-39, lot # n372164, implanted: (B)(6) 2013, product type accessory; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).